Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels up to 33 mmol/l with extreme thirst and increase urination associated with air bubbles found in the tubing on (B)(6) 2012. The reporter indicated that air bubbles appeared to be forming in between the cartridge and the infusion set at the luer lock connection. The patient reported changing out the cartridge and tubing again and noticed air bubbles again on (B)(6) 2012. The patient indicated never having this issue before. The lot number of the patient's cartridge was not provided. This report is made based on the allegation that the patient experienced hyperglycemia related to air bubble formation in the system.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.